Manufacturer narrative:
Reported event of probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the catheter was kink near the electrical connector. Functional evaluation found that the device extends and retracts within specification. Additionally, an electrical evaluation was performed; the device passed the load test. Complaint not confirmed, an electrical test was performed and was found within specification. However, the device has the catheter kinked near the electrical connector. The kink was likely caused by manipulation of the device during the procedure. Based on the available information and the device condition, the most probable root cause of this complaint is operational context, since due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during a procedure in the patient¿s duodenum on (B)(6) 2015. According to the complainant, during the procedure, the device failed to cauterize due to a suspected kink in the electrical connector. The physician removed the device and used a hemostatic clip to stop the bleed, thus completing the procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during a procedure in the patient¿s duodenum on (B)(6) 2015. According to the complainant, during the procedure, the device failed to cauterize due to a suspected kink in the electrical connector. The physician removed the device and used a hemostatic clip to stop the bleed, thus completing the procedure.